Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time, the decision was made to file a report based on the information received. The device was returned without the bag. A detailed analysis could not be performed without the complete device. The reported condition could not be reliably determined.

Event description:
Procedure: unknown. Reportedly, the specimen bag ripped inside of the abdomen. There were no reported adverse effects to the patient.